Event description:
Health care provider reported devices were removed due to infection and pt choice. The devices were not returned to the MFR. A follow-up report will be sent when additional info is received.